Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
User facility medwatch report #(B)(4) was received stating: event desc: "patient was having tavr procedure, at the end of procedure after the removal of the endologix sheath, a percutaneous closure of the right femoral arteriotomy was attempted using the perclose suture. The 2 sets of perclose sutures were tightened in the usual manner. It was noted that hemostasis was not being achieved; therefore it was decided to repair the right femoral artery surgically. Inspection of the right common femoral artery revealed quite extensive disease for a simple primary closure. During inspection, a 2mm fragment of plastic material was found inside the right femoral artery and removed. The fragment was a piece of the footplate of one of the proglide device." Subsequently, the facility reporter was contacted and additional information was received: the common femoral artery access site was moderately calcified. The physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported failure to achieve hemostasis; however the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.